Manufacturer narrative:
The customer replaced the power supply. The system operates as intended.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.